Event description:
Phone call from patient requesting to come into clinic for evaluation for peritonitis. Patient states she noticed brownish colored effluent the night previous while on the cycler, not long after she states that she began experiencing abdominal pain, nausea and chills - patient verbalizes that "I was for sure that I had severe constipation issues again." This rn had asked if patient currently had fluid in her abdomen from her overnight exchange, she acknowledged that she did, I asked for her not to drain and to bring peritonitis kit with her to clinic today. Patient was drained of 2500ml thick turbulent amber colored effluent with large strands of fibrin noted, dr. (B)(6) updated and orders given to initiate peritonitis algorithm - empiric antibiotics started on 5/31/24 2gm ip vancomycin and 2gm ip ceftazidime. I watched as patient completed the steps to complete aseptic antibiotic administration and manual exchange process in the clinic to assure no steps were being missed and to prevent further contamination episodes. Patient verbalized to me while filling out of "peritonitis questionnaire" that "my supplies came on (B)(6) and I was in the middle of my exchange. I wanted to talk with the driver so I quickly disconnected w/o following appropriate aseptic technique. I know that's where I most likely got myself in trouble." Patient and I decided that I would make a home visit on (B)(6) 2024 to further assess her home and pd skills as well as obtain f/u cell count and vanco trough. Patient was instructed to continue with ceftazidime through the weekend. Pt instructed if symptoms worsen over the weekend to seek treatment at the (B)(6) ER.